Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 03-mar-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot b25319a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 06-jan-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 55 -year old female patient with history of chf and cardiomyopathy presents with chest pain after doing cocaine. Serial ekgs show t wave inversions without st elevation or depression. There was no additional patient information. Return product is available for investigation. Method: I-stat; date: (B)(6) 2025; collected: 1:06; tested: 1:07; results(ng/l): >1000; sample: a: wb; positive/negative: positive. Method: I-stat; date: (B)(6) 2025; collected: 1:3; tested: 1:38; results(ng/l): >1000; sample: b: wb; positive/negative: positive. Method: I-stat; date: (B)(6) 2025; collected: 2:50; tested: 2:51; results(ng/l): >1000; sample: c: wb; positive/negative: positive. Method: alinity; date: (B)(6) 2025; collected: 4:57; tested: 5:23; results(ng/l): 4; sample: d: plasma; positive/negative: negative. Method: alinity; date: (B)(6) 2025; collected: 9:29; tested: 10:14; results(ng/l): 3; sample: e: plasma; positive/negative: negative. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile: 90% ci: sex: female; n: 490; (ng/l, pg/ml); 13; (ng/l, pg/ml): (10, 17). Sex: male; n: 404; (ng/l, pg/ml); 28; (ng/l, pg/ml): (19, 58). Sex: overall; n: 895; (ng/l, pg/ml); 21; (ng/l, pg/ml): (14, 30).